Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. After implant the patient reported poor connectivity between the implantable pulse generator (ipg) and the external therapy discs. Investigation found the ipg had migrated within the pocket, causing communication issues. On (B)(6) 2023 a revision was performed to place a new ipg into a more optimal position for communication. Patient reports connectivity is restored after the procedure.

Manufacturer narrative:
Migration of implanted components is a known risk of implantable neuromodulation systems. Patient reports restoration of therapy after revision procedure.